Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was received for product evaluation. The carrier tube assembly was returned completely unmated from the hemostasis sheath. Header bag and incompletely opened polyfoil pouch were returned as well. Upon visual analysis, the carrier tube assembly was completely removed from the hemostasis sheath and the anchor and collagen were exposed. The tamper tube has completely exited from the carrier tube shaft. The deployment sleeve of the device was in the full rear lock position with color bands fully exposed. The bypass tube was located near the device cap. There was kink observed on the carrier tube shaft in the proximal region near the device cap. No anomalies were observed on the sheath. No other visual anomalies were noted with the device. Functional testing was not possible since the components were separated, and anchor and collagen were already exposed. The complaint could be confirmed for failure mode of a non-deployment pullout upon investigation. The likely root causes for non-deployment pullout may include the device not being positioned in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The kink observed on the carrier tube shaft could also have led to the anchor not posting at the distal tip of the sheath. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal did not deploy. It was still inside the sheath after it was inspected. It was noted that there was no suture. After they inspected the device all components appeared functional and intact. Manual pressure was held after non deployment. The patient was in stable condition. The procedure outcome was a success. There was no patient injury, medical/surgical intervention required. Additional information was received on 15december2020: the procedure was a left heart catheterization (lhc) using a 6fr procedural sheath. A pre-deployment angiogram was performed.